Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the tip and barrel were broken. This occurred 4 times. The following information was provided by the initial reporter: it was reported, tip broken cracked barrel.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the tip and barrel were broken. This occurred 4 times. The following information was provided by the initial reporter: it was reported, tip broken cracked barrel.